Manufacturer narrative:
Additional information was received on 1/4/2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 1/6/2021. Device evaluation summary: according to the information reported, the patient developed cutaneous contour deformity. During visual evaluation of the device no apparent damage or visual anomalies were observed in the product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 350cc mentor smooth round moderate profile saline breast implant experienced right sided deflation and left sided cutaneous contour deformity post procedure. As a result, patient underwent bilateral removal and replacement with two 465cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.